Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced multiple, inaccurate fill estimates. Reportedly, the insulin gauge remained static at a fill estimate value for 3 days. Blood glucose level was 495 mg/dl. Although requested, the customer declined to perform troubleshooting with tandem technical support.